Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. Magnified inspection of the balloon did not reveal any damage or irregularities. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.